Event description:
It was reported that cartridge displayed incorrect volume. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up contact, so no troubleshooting occurred and no additional information or corrective actions were obtained.